Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the inspection a gap was found at the connection between the primary line and the spike. An underwater leak test was performed; bubbles were observed coming from the spike due to the mentioned gap. Few traces of solvent were observed at the primary line. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25b20013 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: customer reported: 2 primary tubing leaks. Samples available. Pending completed performance report from customer. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.